Event description:
It was reported that the patient developed a pocket erosion infection. The ipg system was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted on: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.